Event description:
It was reported that during a hand assisted sigmoid resection procedure, there was an incomplete staple line. They completed the procedure with a competitors device with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.